Event description:
It was reported that the biomed stated that the arctic sun device was sent down for having low flow issues, they drained it and was having issues filling. Biomed need a circulation pump, while trying to fill had biomed remove the fluid delivery line (fdl) and put finger over left port to feel for vacuum. No vacuum on left port even though pump was running .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device was sent down for having low flow issues, they drained it and was having issues filling. Biomed need a circulation pump, while trying to fill had biomed remove the fluid delivery line (fdl) and put finger over left port to feel for vacuum. No vacuum on left port even though pump was running. Per follow up information received on 13mar2024, spoke with biomed and device was not repaired onsite. Sent in under (B)(4) and repaired in depot. No patient involved.